Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 8/29/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was returned with both lens haptics distorted/bent. Residues of viscoelastic were observed on the lens optic body. The condition of the lens is consistent with the unit that has been removed from the eye. There was no lens damage identified to cause the issue reported. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one similar complaint has been received for this production order number. The investigation did not confirm a manufacturing problem. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the phaco phase of cataract procedure, there was a capsular tear. A za9003 was implanted but it would not sit right so the iol was removed after insertion. A vitrectomy was performed. No additional information is available.